Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: razack, n., green, b.a., and levi, a.d.o. (2000), the management of traumatic cervical bilateral facet fracture¿dislocations with unicortical anterior plates, journal of spinal disorders, vol. 13 (5), pages 374-381 (USA). The aim of this retrospective study is to evaluate single-level anterior cervical discectomy and stabilization for bilateral facet fracture dislocations using bone graft and anterior titanium plates with unicortical screw fixation in the clinical setting. Between january 1993 to december 1998, a total of 22 patients (16 male and 6 female) with an average age of 47 years (range 16 to 72 years) were included in the study. Surgery was performed using cervical spine locking plate system with unicortical screws (synthes spine). The duration of follow-up ranged from 13 to 77 months (mean, 32 months). The following complications were reported as follows: a (B)(6) year-old female patient shows no improvement postoperatively (asia a) and died of pneumonia. A (B)(6) year-old male patient had fracture of the plate at 7 months post-operative. The patient was treated with continued use of the hard collar and an external bone graft stimulator, and ultimately a solid fusion developed with no need for additional surgery. The patient shows no improvement postoperatively (asia d). A (B)(6) year-old male patient shows no improvement postoperatively (asia a). A (B)(6) year-old female patient shows no improvement postoperatively (asia a). A (B)(6) year-old male patient shows no improvement postoperatively (asia a). A (B)(6) year-old male patient shows no improvement postoperatively (asia a). A (B)(6) year-old male patient shows no improvement postoperatively (asia a) and had sacral ulcer. A (B)(6) year-old female patient shows no improvement postoperatively (asia a). A (B)(6) year-old male patient shows no improvement postoperatively (asia c). This report is for an unknown synthes plates. It captures the reported (B)(6) year-old male patient who had fracture of the plate and showed no improvement postoperatively. (B)(4).